Manufacturer narrative:
Reliability analysis evaluated four opened/used reservoirs. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and fluid was able to flow through the infusion set and out the catheter tip. No occlusion was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was 137 mg/dl. The customer stated that every time he tried to prime it, it states no delivery. The customer stated that he was running low on infusion sets and wanted to attempt a different reservoir instead. The customer was able to successfully push insulin manually using new reservoir with the second set that he tried. He was able to prime 5u as well and saw drips without receiving no delivery alarm. The customer was advised to return the first infusion set and reservoir.